Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that paramedics were recently called in response to a low blood glucose level. Customer stated that the insulin pump's threshold suspend feature was turned off, so the insulin pump did not suspend. Customer stated that she may have bolused too much. Blood glucose level at the time of the event was in the range of 20 to 30 mg/dl. Review of the insulin pump's alarm history showed that a no delivery alarm was returned several weeks before the call. Further review showed that all insulin pump programming was correct. Blood glucose level at the time of the call was not provided. No further info was provided.